Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (vicryl suture and nurolon suture) involved caused and/or contributed to the following patient cases of (B)(6) male, 27 years old female, two (B)(6) females and (B)(6) female with post-op complications (csf leak, pseudomeningocele or hematoma) described in the article? Please specify. Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture and nurolon suture) used for all cases in this study? Were all these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: operative neurosurgery (2020);18(4):384¿390. Doi: 10.1093/ons/opz168. Events were submitted via 2210968-2021-09376, 2210968-2021-09377, 2210968-2021-09378, 2210968-2021-09379, 2210968-2021-09381, 2210968-2021-09382, 2210968-2021-09383, 2210968-2021-09384 and 2210968-2021-09385.

Event description:
Title: unique far-lateral closure technique: technical note. The aim of this retrospective study is to describe a closure technique employed to close the access corridor provided by the far-lateral approach and present an illustrative case. From 2002 to 2016, a total of 51 patients (19 male and 32 female; average age of 51 years) who underwent a far-lateral craniotomy were included in the study. Surgery was performed using an interrupted 4-0 vicryl sutures (ethicon; somerville, new jersey), 4-0 nurolon sutures (ethicon), evicel fibrin glue (ethicon), 0 vicryl sutures (ethicon), and 3-0 vicryl sutures (ethicon). Reported complications include csf leak (n=1) in a (B)(6) male patient requiring replacement of a lumbar drain and ultimately necessitating a return to the operating room, and the holes in the mastoid air cells and the dura which appeared to have created a fistulous connection was closed successfully during the reoperation; pseudomeningocele (n=3) in a (B)(6) female, (B)(6) female, and another (B)(6) female which resolved with either lumbar drain placement or ventriculoperitoneal (vp) shunt; and hematoma (n=2) in a (B)(6) female patient requiring evacuation. In conclusion, this unique approach and closure of the far-lateral craniotomy is a reasonable option for the approach to the ventrolateral craniocervical junction. Skull base surgeons can consider the use of this closure technique to ensure watertight closure.